Event description:
A customer contacted haemonetics on (B)(6) 2009 to report that the centrifuge was not spinning and that re-seating the bowl did not resolve the issue. Customer also stated that he repeatedly gets shocked when he touches the machine. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 to report that the centrifuge was not spinning and that re-seating the bowl did not resolve the issue. Customer also stated that he repeatedly gets shocked when he touches the machine. No operator or donor injury was reported. Upon evaluation of the device the centrifuge distribution printed circuit board required replacement. The machine is now ready for use. The evaluation did not confirm why the customer was receiving shocks. No further information is available. The product issue identified in this report was identified by haemonetics during a retrospective review of the company's service records. The user alleges that he was shocked by the machine when touching it. The reported code 108 was corrected with a new part. No malfunction associated with the allegation was confirmed, therefore an MDR is being filed. (B)(4).